Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d5, h6. (Type of investigation, investigation findings, component codes,medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the front end board (0670-00-1164) was replaced in response to the fault code #7. The unit passed all safety and functional tests before being returned to normal use.

Event description:
N/a.

Manufacturer narrative:
Due to characterization limit, e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had fault code 7 during preventive maintenance. There was no patient involved.